Event description:
It was reported that the patient began experiencing severe diarrhea and rashes on their body two weeks following the implantation of the spinal cord stimulator (scs) device. The patient was prescribed with oral steroid and steroid cream. The patient was also referred to a dermatologist for further evaluation. No additional information has been obtained.

Manufacturer narrative:
Correction to the initial MDR in block b2.

Event description:
It was reported that the patient began experiencing severe diarrhea and rashes on their body two weeks following the implantation of the spinal cord stimulator (scs) device. The patient was prescribed with oral steroid and steroid cream. The patient was also referred to a dermatologist for further evaluation. Additional information indicates that the patient is being treated for an eczema flare-up, and the symptoms appear unrelated to the scs device.